Event description:
It was reported by service report that the side rails were stuck down and will not go up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail glide rods.